Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual evaluation: visual analysis of the photographs identified: ¿ creases fold ¿ red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph node swollen", "continuous pain", and exchange of textured breast implants due to the patient¿s concern with the product. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported right side "lymph node swollen", "continuous pain for the last month", and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.